Event description:
The field engineer reported that the tracker was not booting, and its power supply was not running. When the tracker fails to boot up, the system is rendered inoperable. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The system tracker was replaced and reconfigured. The system was then found to be operating as intended.